Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A patient reported they had to guess what the readings were on the meter due to the display issue. Their meter allegedly had segments missing on the display. The result on their meter was 153mg/dl. There is no comparison. Not treated. No further information has been reported.